Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule has not dissolved after 48 hours of ingestion. Account manager advised that physician performed x-rays at 24 hours and 48 hours and capsule has not dissolved. They confirmed that the patient was asymptomatic and told the patient that it could take longer for the capsule to dissolve. Patient is currently stable.